Event description:
Event description guidant received information that this patient had received fourteen inappropriate shocks with noisy egrams from this transvenous defibrillation lead. Inspection of the lead revealed a fracture on the rate/sense portion. The entire lead was removed from service and surgically abandoned. An additional guidant lead was implanted without further issues.